Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c124ee, serial/lot #: (B)(6), ubd: 22-may-2026, UDI#:(B)(4) ; product ID: etlw1620c124ee, serial/lot #: (B)(6), ubd: 30-apr-2026, UDI#: (B)(4) ; product ID: etcf3636c49ee, serial/lot #: (B)(6), ubd: 15-nov-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system and heli-fx endoanchors were implanted during the endovascular treatment of an abdominal aortic a neurysm as part of a post-market study. It was reported 2 weeks post the index procedure the patient was diagnosed with acute kidney infarction and was hospitalized for 4 days with lower abdominal pain and constipation. The patient was also experiencing delirium. The constipation is now loose stool (potentially overflow). The patient had a CT scan with contrast renal and abdominal on (B)(6) 2024 reportedly showing non enhancement of the lower and mid poles of the right kidney in keeping with acute infarction. There is perinephric inflammatory stranding and is likely to be the cause of the patient's symptoms. Abrupt filling defect in the distal hilar aspect of the more lateral branch of the right renal artery is consistent with arterial infarct. Minor infarct seen on the left upper pole of the left kidney. The site assessed the acute kidney infarction as possible related to the endograft, aneurysm and the endograft deployment, as causal related to the procedure and not related to the heli-fx endoanchors. The medical monitor assessed the acute kidney infarction as related to the endograft endoanchors, procedure, aneurysm and the endograft deployment. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
B5: additional information received : it was reported that the acute kidney infarction resolved two days later. The renal infarcts appeared to be embolic. The source of embolism was not clear. It may be secondary to the new atrial fibrillation or graft placement in a diseased aorta. The medical monitor has now assessed the acute kidney infarction as not related to the endograft , endoanchor or aneurysm , and possibly related to study surgery and endograft deployment . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.